Event description:
The patient reported a dramatic reduction in his field of vision ina very short period of time. No treatment or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Reference MFR report #6000153200702639.